Event description:
It was reported that during a lap appendectomy procedure, the device did not close on the second firing. Another device was opened and used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Eval summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with a cartridge loaded in the device; the cartridge was received fully loaded with staples and with no damage to the spring cartridge lockout. No functional test could be performed, as the device would not close due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The returned cartridge was loaded into a test device and it fired cut and formed all the staples as intended. The mfg records were reviewed and no anomalies were found during the mfg process.